Manufacturer narrative:
(B)(4). (Striae, epithelial in-growth and slipped flap). Eval: at the time of this report equipment eval has not been completed. When the equipment eval is completed, a supplemental will be submitted. Results: not available at the time of this report. Conclusion: not available at the time of this report.

Event description:
Intralase fs laser used to creat flap od on (B)(6) 2011. Day 1, (B)(6) 2011, pt had od slipped flap, striae and epithelial in-growth removal. Flap was repositioned with oasys bcl 8.8. Lid taped shut. Pt to follow up routine lasik protocol. Surgeon to f/u with pt on (B)(6) 2011. On (B)(6) 2011 no complaints, vision better. Va same ou.